Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of error code e216, communication error was not confirmed. It was also noted that the internal joint of the charge coupled device unit was detached, the outer tube dented and an image failure due to cable disconnection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus an error code of e216 (endoscope communication error) while using video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. There were no reports of patient, user harm or procedure associated with this event. The device was returned, and olympus repair center identified the light guide bundle was broken. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due excessive force. Olympus will continue to monitor field performance for this device.